Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture with ultrasound. And exchange from textured to smooth implants, due to the patients concern with the products". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "capsular contracture baker grade unknown." Patient undergone partial capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d2, d4, d9, g4, h3, h4, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed opening on posterior side assessed as fold flow opening. ¿anxiety-product/procedure: unable to observe since it is not related to the device. ¿capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture with ultrasound, and exchange from textured to smooth implants due to the patients concern with the products". Healthcare professional additionally reported "capsular contracture baker grade unknown." Patient undergone partial capsulectomy. Device has been explanted and replaced.this record is for the left side.